Manufacturer narrative:
(B)(4). Date sent: 06/12/2025. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Date sent: 06/03/2025 d4: batch # unk . Additional information was requested, and the following was obtained: 1. Did the device deliver any staples? No 2. If yes, were the staples formed properly? 3. If no, ask staple line issue questions 4. If yes, was the staple line complete? 5. Did the device cut? No 6. If yes, was the cut line complete? 7. If yes, was there any issue with the cut line 8. Was there any difficulty opening the device jaws? Yes 9. If yes, what steps were taken to open the jaws. Through the trocar of laparoscopy. 10. If the jaws could not be opened, how was the device removed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device ec60a lot number c9ez1h and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a right colectomy procedure, it was observed that the device remained blocked on the colon at the time of colonic section. They could not reopen the clamp or even use the built-in scissors. There was no patient consequence nor surgical delay reported. Additional information requested.

Manufacturer narrative:
(B)(4). Date sent: 06/20/2025. D4: batch #272c68. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ec60a device as returned with the jaws and closure trigger in the closed position. Also, the knife was noted partially advance, the red manual knife reverse button was activated and the knife returned to the home position as expected and one gst60b partially fired 1/16 reload loaded on the device. The returned device and reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples met the staple form release criteria. The condition of the knife advanced noted on the device, should be noted that when using the reverse button ensure that the knife is fully back in its home position, if the knife remains advanced the device jaws would not open. The event reported was confirmed and it is related to improper use of the device. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one piece sled forward and locking the reload. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review: a manufacturing record evaluation was performed for the finished device batch number 272c68, and no non-conformances related to the reported complaint condition were identified.